Event description:
When the device was used during a laparoscopic assisted colostomy takedown procedure, the surgeon fired it two times on the mesentery before reporting a problem. On the fifth firing, the doctor reported the instrument cut but did not staple. She stated that she did not see any staples present. It was not reported how the case was completed. There was no pt consequence.